Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to be taken to the ER for hypoglycemia. The patient's blood glucose levels reached as low as 7 mg/dl while wearing the pod longer than 48hours. Patient reported being revived while at the ER. No other treatment was provided.